Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-8973r-30-130 arthrex right fibulock nail talons would not expand or engage with the actuation driver. A new ar-8973r-30-130 arthrex right fibulock nail was used, and the actuation driver engaged immediately. The patient was not affected. This was discovered during an ankle fracture procedure on (B)(6) 2024. The case was delayed three minutes without additional anesthesia administered.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed based on the received condition of the device. One unpackaged ar-8973r-30-130 arthrex fibulock® nail batch number: 151135643 was received for investigation. Visual evaluation noted debris in the hex of the tension screw. The debris was removed and inspected under a magnifier. The debris appeared to be bone matter. Refer to investigation photos. Functional testing was then performed by assembling the returned ar-8973r-30-130 arthrex fibulock® nail with an ar-8973-01 outrigger targeting guide batch number: 052029 and an ar-8973-03 attachment screw batch number: 1391911. An ar-8973-17 torque-limiting actuation driver batch number: 131928 was then used to attempt to deploy the talons. It was noted that the torque-limiting actuation driver was able to mate with the hex of the tension screw and actuate the talons as intended. The most likely cause for the reported failure can be attributed to misuse due to the debris in the hex preventing the actuation driver from engaging with the hex of the tension screw. Refer to investigation photos.